Event description:
It was reported that the shaft was fractured. The 90% stenosed target lesion was located in the severely calcified mid right coronary artery (rca). A 15mmx3.50mm wolverine coronary cutting balloon was selected for percutaneous transluminal coronary angioplasty (ptca) of rca. During removal, separation of atheretome from the balloon was observed. The balloon was removed in one piece and the procedure was completed by post debulking with rota procedure and modifying plaque with wolverine followed by stenting. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). The device was not returned for analysis. However, photos provided by the customer showed the proximal blade and pad were lifted off the balloon confirming the blade detachment allegation.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the shaft was fractured. The 90% stenosed target lesion was located in the severely calcified mid right coronary artery (rca). A 15mmx3.50mm wolverine coronary cutting balloon was selected for percutaneous transluminal coronary angioplasty (ptca) of rca. During removal, separation of atheretome from the balloon was observed. The balloon was removed in one piece and the procedure was completed by post debulking with rota procedure and modifying plaque with wolverine followed by stenting. No complications were reported and the patient was stable after the procedure.